Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va347hs, implanted:(B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction, incontinence, urgency, and/or frequency. The patient presented to the office with redness and significant drainage from incision yesterday (B)(6) 2025. Device was removed, and the patient is still on antibiotics. The physician thought it was a significant infection and the device should be removed asap